Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air gap in the infusion set tubing. The user's blood glucose (bg) level was 58 mg/d. The bg level was addressed with juice/crackers. Reportedly, the user's bg level was within target range at the time of the report. The contact successfully primed the tubing and resumed insulin delivery.